Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye as a replacement lens, the patient experienced refractive surprise. Reportedly "exchange due to switched implanted lenses (od/os)". In a separate surgery the lens was exchanged for the same model/length lens and the problem was resolved. The cause of the event was reported as other and the device did not fail to perform as intended. Cause details provided: "exchange due to calculation error (od<=>os)". There are multiple medical device reports associated with this patient. This report is 4 of 4 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).